Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when a CT acquired was loaded onto the patient folder, the top of the head was distorted and elongated. This image did not have this problem when viewed on pacs. This issue did not impact the case as the surgery was done with an intra-op CT involving bone fiducials.

Manufacturer narrative:
The investigation performed on the surgery data log pointed out that the root cause of the event is a new design defect.